Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. Post implant, the pulse generator and left ventricular lead exhibited left ventricular loss of capture. Fluoroscopy was performed and the lead was in the correct position. Testing was done and failure to capture continued. Eventually, capture was present. It was unknown what the cause was. The patient was stable post event.